Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty select cycler and the pt¿s reported drain pain. The exact etiology for the pt¿s drain pain cannot be determined with the information at hand. Drain pain is known to occur with pt¿s on pd therapy and can be related to negative pressure created by the cycler. Therefore, a possible causal relationship between the liberty select cycler cannot be excluded. However, at this time the liberty select cycler has not been returned for manufacturer investigation and as such it cannot be determined if the liberty select cycler was performing as intended when the pt¿s drain pain occurred. Additionally, drain pain is known to be associated with constipation, or the pt¿s position during treatment. Reportedly the pt. Underwent kub scan; although results are unknown. The alleged event could not be confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device was not provided.

Event description:
On (B)(6) 2018, a peritoneal dialysis (pd) made report of an unknown patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) experiencing 10 out 10 drain pain while using the liberty select cycler. The pd nurse indicated the pt. Is currently prescribed tidal pd therapy. It was noted the pt. Stated it feels like his insides are getting sucked out (while using the liberty select cycler during ccpd treatment). It is recorded the pt. Does not experienced this pain when performing manual pd therapy and the pt¿s pd catheter (not a fresenius product) is not having an issue itself. The pd nurse stated the pt. Was sent for a kidney, ureter and bladder (kub) scan (date unknown); results unknown. The pd nurse alleged there might be a liberty select cycler machine issue related to the pt¿s pain; however, the liberty select cycler was not returned for failure analysis. Additional information was solicited.